Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of reav0214 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "the broviac catheter folded over on itself, [and was flushed with 10 cc of saline] in an attempt to straighten the end of the line." The catheter broke at the flexion point and traveled through the vein to the junction of the pulmonary artery and the heart. A subsequent cardiac catheterization procedure was required to remove the broviac fragment from the patient.